Event description:
It was reported that the patient reported they are not able to charge the implanted neurostimulator for the last 3 days. Patient services assisted patient with resetting the controller, after resetting, the controller powered on and was recharging when plugged into the outlet with green light flashing. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage on the rtm or controller port. Patient connected the recharger to the controller and getting message connect the recharger when the recharger is already connected. Patient stated he charged the implant last week. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Additional information was received from the pt. Pt called back stating they talk to someone last week and was sent a new rtm, but nothing was better. When going to charge the ins they got charging excellent then says poor quality for the ins charging was intermittent. A replacement controller was requested. Additional information was received from a patient (pt). It was reported that they were still unable to get charge to implantable n eurostimulator (ins); continually jumped between poor and excellent charge quality, interrupting charge to ins. Agent had the pt confirm they were using replacement recharger by checking serial number. The pt mentioned they had bypassed some pairing steps when connecting replacement controller; date, time, etc. Agent advised the pt try to charge with recharger paddle right on their skin, but the issue persisted while on the call. Agent redirected the pt to discuss the issue with their healthcare provider (hcp) (see if they can check positioning of ins, etc), since they were experiencing the same issue after all external components had been replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the components were replaced and the issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.